Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The manufacture date for this electrode is august 13, 2015.

Event description:
Boston scientific received information that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, the patient experienced cardiac arrest and a collapsed lung. The patient was eventually stabilized and the s-ICD system was successfully implanted. No additional adverse patient effects were reported. During a patient follow up, it was noted that the s-ICD recorded an untreated episode due to noise oversensing from a wandering baseline. The s-ICD was programmed in the secondary vector when the issue occurred. The patient stated that she was doing laundry at the time of the episode. Testing was performed and the noise oversensing was reproduced when manipulating the s-ICD but not the electrode. All three vectors were tested and the noise oversensing was not observed in the primary vector. Boston scientific technical services (ts) was contacted and a ts consultant discussed that the cause of the noise oversensing was potentially a slightly loosen setscrew. Troubleshooting was discussed and the field representative provided the information to the physician. The s-ICD was reprogrammed to the primary vector and the physician has decided to not perform any additional procedures. No adverse patient effects were reported. The s-ICD system remains implanted and in service.